Event description:
This unsolicited case from united states was received on (B)(6) 2017 from the patient. This case concerns a (B)(6) male patient who received treatment with synvisc one and after an unknown latency had left knee swelling and tense knee. No past drug, medical history, concomitant medication or concurrent condition was provided. The patient was not diabetic and had no prosthesis. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection once (dose, indication, batch/lot number and expiry date: unknown) from the affected lot in the left knee. On an unknown date, after an unknown latency, the patient had left knee swelling and tense knee. The patient noticed that the injection he received was contaminated and called the office to ask about it. Patient had methylprednisolone (medrol) dose pack and had been ok since. Action taken: no action taken corrective treatment: medrol dose pack for both events outcome: unknown for both events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for both events

Event description:
This unsolicited case from united states was received on 20-dec-2017 from the patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and after an unknown latency had left knee swelling and tense knee. No past drug, medical history, concomitant medication or concurrent condition was provided. The patient was not diabetic and had no prosthesis. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection once (dose, indication, batch/lot number and expiry date: unknown) from the affected lot in the left knee. On an unknown date, after an unknown latency, the patient had left knee swelling and tense knee. The patient noticed that the injection he received was contaminated and called the office to ask about it. Patient had methylprednisolone (medrol) dose pack and had been ok since. Action taken: no action taken corrective treatment: medrol dose pack for both events outcome: unknown for both events a product technical complaint was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for both events additional information was received on 30-jan-2018. Investigation results were received and added. Clinical course updated and text amended accordingly.